Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - morbidly obese. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment, can potentially cause the experienced event. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. Additionally, 7 sterile starclose se devices of the same lot number were returned for evaluation because the customer experienced difficult device removal and mislocated clip captured at distal end of device. All 7 were tested and no abnormal observations were found that could result in the reported difficult device removal and mislocated clip. Based on the investigation findings, the 7 sterile devices performed according to specification and a root cause related to these devices could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use a starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath split and the clip was deployed. The locator wings were retracted, but a little tissue and the clip were attached to the flexguide at the distal end. In accordance with the instructions for use, the access ports was used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.